Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responsive to button presses and the issue was getting worse. The patient reported that there was no known trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad buttons response issue.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad is torn off below the ok button extending to above the down arrow button, exposing all button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.